Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n194496023, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that there was a device issue that caused increased spasticity. The pump and damaged catheter were replaced in (B)(6) 2015. The increased spasticity was then resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider on 30-nov-2016 indicated the event date was not available and that the replacement occurred prior to the patient's transfer to the facility. The damaged catheter was replaced on "(B)(6) 2016". The patient was admitted to the facility on (B)(6) 2016 with no problems with their pump or catheter noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a drug partner. It was noted that the patient was receiving baclofen (2,000 mcg/ml at 500 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.